Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the leadless ipg exhibited high thresholds. Thresholds remained high in multiple positions. The leadless ipg was not used and replaced with a transvenous system. High thresholds were also noted during implant of the right ventricular (rv) lead. It was noted thresholds reduced post implant. The rv lead remains in use.  No patient complications have been reported as a result of this event.